Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "broken prosthesis" for unknown side. The device remains implanted.

Event description:
Healthcare professional reported "broken prosthesis". Healthcare professional later reported "broken prosthesis" for collateral side. Healthcare professional also reported "capsular contracture baker grade ii". This record is for the left side device. Device was explanted. Un-reporting record no complaint against the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.